Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been 1 similar event for the lot referenced. Device not returned to the manufacturer.

Event description:
Dr. Revised a triathlon tibial insert from a 4x9 cs to a 4x13 cs due to patient trauma and a ruptured pcl. Original surgery was (B)(6) 2019. Right knee.